Event description:
It was reported that had urinary tract infections (utis) all the time and it pretty much was a chronic thing. The patient had had this issue since before the time of implant and they went to see their health care provider (hcp) and had the implantable neurostimulator (ins) checked because it hadn¿t been checked in a while.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-33, lot# va04m3h, implanted: 2012 (B)(6); product type lead product ID 3058, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3889-33, lot# va04m3h, implanted: 2012 (B)(6); product type lead. (B)(4).